Event description:
It was reported that the vns patient was scheduled for re-implantation with a new vns device. It was initially unk when and why the patient's previous device was explanted. Further follow up with the surgeon's office revealed that, although the patient did well with the stimulator for seizure control, the patient presented with a midline skin erosion of his generator and it was removed in (B) (6) 2009 as a result. The chest pocket was copiously irrigated and the leads were left intact. Additional information was received revealing that the erosion of the device thru the skin was a result of the patient's wheelchair seatbelts rubbing at the generator site in the chest. And infection did develop and culture results revealed the presence of (B) (6). The infection resolved and the patient has since had a new generator re-implanted.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization of the generator prior to distribution.